Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon device interrogation, the right atrial lead exhibited loss of capture and loss of sensing. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable post procedure.